Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6 (annex a). Summary of event: as reported, during an endovascular thoracic aortic aneurysm repair procedure, a flexor high-flex ansel guiding sheath's dilator separated at the hub. The sheath and dilator were advanced over a wire guide. As the user removed the dilator, the hub separated. Another device was used to complete the procedure. Photos provided by the customer appear to show separation of the dilator material at the level of the hub. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 28dec2023. The unknown access site was not scarred, and the anatomy was not stenosed, tortuous, or calcified. A contralateral approach was used; however, the bifurcation was not steep or calcified. A little resistance was encountered "at the beginning of the maneuver", and the device separated as soon as resistance was encountered. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, pictures were provided. The pictures show that the hub was separated from the shaft of the dilator and there was biomatter present on the device. A document-based investigation evaluation was performed. A review of the DHR for the final complaint lot and the sub-assembly lots found no relevant non-conformances. A review of complaint history found no additional relevant complaints for this final complaint lot. The device instructions for use (IFU) states ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider dilation of any restriction identified or consider alternate treatment strategy.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU and provided device images, suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 28dec2023. The unknown access site was not scarred, and the anatomy was not stenosed, tortuous, or calcified. A contralateral approach was used; however, the bifurcation was not steep or calcified. A little resistance was encountered "at the beginning of the maneuver", and the device separated as soon as resistance was encountered.

Manufacturer narrative:
D9, h3: it is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an endovascular thoracic aortic aneurysm repair procedure, a flexor high-flex ansel guiding sheath's dilator separated at the hub. The sheath and dilator were advanced over a wire guide. As the user removed the dilator, the hub separated. Another device was used to complete the procedure. Photos provided by the customer appear to show separation of the dilator material at the level of the hub. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.